Event description:
The customer stated that he tested his blood glucose using his onetouch meter and received a reading of 95 mg/dl. He retested using his contour and received readings of 310 and 264 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation and replacement strips will be sent.